Event description:
It was reported by the rep that (1) tlc10 was used during a gastric exclusion procedure. It was reported that the instrument did not fire properly. The staples did not form. The staples were sticking out untouched by the anvil. The surgeon oversewed and finished the procedure. There was no pt consequence.